Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had self test failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they had self test failure alarm. The customer reported that they were able to rewind and clear alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor arm failed self-test alarm due to a faulty y1 on the rf board.